Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician to our local affiliate ((B)(4)). This case involves a (B)(6) female pt who received three applications of poly-l-lactic acid (sculptra), with the last one taking place sometime in (B)(6) 2008. Relevant medical history includes psoriasis. Concomitant medication info was not mentioned. Fifteen days after her last treatment of poly-l-lactic acid, the pt detected three "little granules" below the commissure of her lips. Dilution was reported as 6:1. Correction treatment included massaging the treated area and saline solution injected by the physician in the periolesional area around (B)(6) 2008. The reporter stated that the pt has not had similar events after poly-l-lactic therapy and he did not refer any problems related to the first or second applications. At the time of this report, the event remains ongoing. Reporter's causality assessment: possible. Additional info received on (B)(6) 2008: the physician reported the pt developed two little nodules instead of three, which were detected during meticulous palpation on (B)(6) 2008 after third poly-l-lactic acid treatment on (B)(6) 2008. The nodules were located below the commissure of lips. Relevant medical history included the father's history of von willebrand, the pt's history of von willebrand, fibromyalgia, an allergy to paraphenylenediamine, amygdalectomy, cholecystectomy, cystocele, and hysterectomy. Corrective treatment for this event consisted of massage to the treated area, and saline solution injection to the periolesional area on (B)(6) 2008. Intralesional injections of bidistilled water and saline solution were reported on this occasion.